Manufacturer narrative:
The issue of overheating is currently being investigated by nova biomedical under CAPA car 2026-09. Product was returned by the facility for investigation. Multiple attempts were made to obtain additional information regarding possible injury to the user but was unsuccessful. A DHR review for the reported device was completed and all specifications were met prior release. Nova will continue to monitor for this or similar events. A supplemental report will be submitted upon receiving additional information

Event description:
It was reported to our technical service team that the device overheated on the docking station; burning the dock pins and melted the latex glove of the user.